Manufacturer narrative:
(B)(4); date sent: 12/1/2022. Additional information received: linx explant : no - yes. Pt reported she is scheduled to have the device removed by another surgeon due to dysphagia. Refused to return to our office. Outcome: not recovered/not resolved. Relationship to study device: causal relationship. Relationship to primary study procedure: not related. Laparoscopic: yes. The date of explant for this subject was (B)(6) 2022. If other, specify: pt reported she is scheduled to have the device removed by another surgeon due to dysphagia. Refused to return to our office. Pt had device removed by a different surgeon on (B)(6) 2022.

Manufacturer narrative:
(B)(4); date sent: 12/7/2022. Additional information received: outcome : not recovered/not resolved - recovered/resolved.

Manufacturer narrative:
(B)(4); date sent: 10/27/2022. Additional information received: other intervention/treatment: yes. If other specify: pt reported she is scheduled to have the device removed by another surgeon due to dysphagia. Refused to return to our office. Relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4) lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). (B)(6) hospital country of event: us model: lxmc13 device lot number: 24788 date of surgery: (B)(6) 2021 adverse event term: (B)(6) sex: female age (at time of consent): (B)(6)years site awareness date: 12 jan 2022 severity: moderate intervention/treatment: dilation performed: yes indicate type of dilation? Mechanical date of dilation: (B)(6) 2022 drug therapy: yes outcome: recovering/resolving event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6). Event: dysphagia. Relationship to study device: possible. Relationship to primary study procedure: not related.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number: 24788, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2023. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Additional information received: dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2022. Drug therapy: yes. Relationship to study device: causal relationship. Relationship to primary study procedure: not related.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2022. Additional information received: outcome : not recovered/not resolved => recovered/resolved.

Manufacturer narrative:
(B)(4) date sent: 11/18/2024.